Event description:
Patient had developed bone spurs around the patella and the surgeon decided to exchange the insert while he was removing the spurs.

Manufacturer narrative:
An event regarding revision to address osteophyte formation leading to exchange of a triathlon insert component was reported. The event was confirmed. Method and results: visual, dimensional, and functional inspections were not performed as the component was not returned. Clinician review of the medical records provided indicated degenerative disease progress with osteophyte formation along patella. Liner removal for improved access to the knee to perform the surgery required for another problem not related to any arthroplasty component. The DHR review was satisfactory. There have been no other similar events for the lot referenced. Conclusions: it is reported that the patient had revision surgery to address osteophyte formation around the patella. Clinician review of the medical records provided indicated degenerative disease progress with osteophyte formation along patella. Liner removal for improved access to the knee to perform the surgery required for another problem not related to any arthroplasty component. No further investigation for this event is possible at this time.

Event description:
Patient had developed bone spurs around the patella and the surgeon decided to exchange the insert while he was removing the spurs.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.